Event description:
Spontaneous: pt's wife received his new pump new serial number (B)(4) did not work for (B)(4) 2022 infusion. Nurse use the new pump to ensure it works and it did not. Also pump was programmed for 65 gm instead of 67gm, missing a 2gm of medication. Pt is sending back the new pump that did not work, and will use her older pump, until a replacement is sent. No add'l information available. No missed doses reported. Pump used to infuse gamunex-c at above date and frequency. Indication: chronic inflammatory demyelinating polyneuritis. No further information provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.